Event description:
New information received stated that the patient presented to the emergency room complaining of heart loud beating. Upon interrogation, the atrial lead had switched to unipolar configuration due to drop in impedance. It was also noted that the atrial lead was sensing isometric noise in unipolar configuration. No noise was detected in bipolar configuration and impedance was noted to be in range. The polarity switch was turned off and the lead switched back to bipolar per physician's request. Lead fracture was suspected as the impedance had been trending down.

Event description:
New information received notes that lead fracture was not confirmed as no chest x-ray was performed. The patient weight had also changed. The patient was in stable condition after programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, auto mode switch episodes were noted. The patient was asymptomatic and in stable condition. It was noted that the atrial lead noise was causing oversensing by the device leading to inappropriate auto mode switch episodes. Lead revision was discussed. No further information was reported.

Event description:
New information received stated that patient had minimal atrial lead noise. The noise was seen with pocket manipulation. Programming changes resolved the issue.